Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2022 the user reported that she was experiencing intermittent sound and discomfort. In addition, she was not able to keep the coil on her head. Discussions are ongoing with the clinic to arrange a device assessment appointment. They also ran a coupling check on the left device which did not reach any higher than around 45-50%

Manufacturer narrative:
Additional information: according to the received information, the recipient experienced intermittent access to sound with the device. It seems that the reason for the reported issue might be due to a too thick skin flap and/or a temporal swelling over the implant. In addition, the recipient reported discomfort which is likely related to extra cochlear channels stimulating in the middle ear. Two channels were already outside of the cochlear since implantation and two additional channels migrated post-operative. Information received indicated that the recipient is satisfied with the hearing benefit. The device remains implanted and in use.

Event description:
On (B)(6) , 2022, the user reported that she was experiencing intermittent sound and discomfort in the last three years. In addition, she was not able to keep the coil on her head. A more distant-past history of pain / inflammation of the skin-flap was reported, which resolved, but nothing of note recently. No swelling was noted and no thick skin flap has been reported. As per information from (B)(6) 2022 the user received the processor back and everything is working well.